Event description:
Fill volume: unk -anp. Flow rate: unk -anp. Procedure: unk -anp. Cathplace: unk -anp. Please reference: 2026095-2014-00282/14-01080. An international dist reported 2 incidents of fast flow that occurred while using medication infusion pumps at the same hosp. Fast flow incident 1 of 2: the incident was described as "the infusion occurred too fast" and "the infusors infused too rapidly". Info regarding the pt and product use conditions were asked yet not provided by the customer. It was not reported if there was any pt injury. It was reported that the sample is not available. Anp: asked not provided.

Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) and IFU were conducted for the lot number reported. Results: as no device was available for an eval, no testing methods were performed and results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the qual control acceptance criteria prior to release. Conclusions: the device was not returned to (B)(4) for an eval, therefore we are unable to determine a cause for the reported event. Info regarding the pt and product use conditions were asked yet not provided by the customer. It was not reported if there was any pt injury. When an attempt was made to gather additional info, it was reported that no further info would be available. Instructions for use indicates that there are several factors that may affect the flow rate of an easypump, such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure.